Event description:
The customer stated results have not been reproducible on the axsym ultrasensitive htsh ii assay. A patient generated a low tsh result of 0.26 uiu/ml and was questioned by a physician. The sample was retested, yielding a tsh result of 1.837 uiu/ml. The sample was tested three more times with results of 0.255, 0.242 and 0.195 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.